Event description:
It was reported that a hole was formed on the catheter and leakage from the hole was occurred. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. Both lumens of the sample were flushed with a 12 ml syringe of water, and a leak was observed approximately 9.5 cm distal to the molded joint when the white lumen was flushed. A microscopic observation revealed an angular split in the catheter at the leak site. The edges of the split were observed to be thin and irregular, and a section of the catheter material at the split appeared to be missing. The surfaces of the split were observed to be mostly smooth with some very shallow linear grooves and granular in texture. The edges of the split were observed to be well-defined when viewed from the inner wall of the catheter, and it could be seen that the split was slightly ¿v¿-shaped. The shape, angle, and location of the split as well as the features of the fracture surface and the evidence of missing material suggest the returned catheter was damaged by some sort of sharp instrument. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was formed on the catheter and leakage from the hole was occurred. There was no reported patient injury.